Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for a blood glucose (bg) level of 51 mg/dl. The customer did not think the low bg was related to the pump or supplies. The customer was disconnected from the pump and was administered insulin injections and intravenous dextrose. The customer was discharged the next day with the low bg resolved. The customer had reverted to using another type of therapy to manage diabetes. An initial review of the pump t:connect data found no issues. The customer has been in contact with a healthcare provider regarding the low bg levels.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed in pump logs. The t:slim x2 was entered into shelf mode on (B)(6) 2017, and not taken out of shelf mode until (B)(6) 2017. It is unclear if user was on the pump at the time of the hospitalization on (B)(6) 2017. There was one bolus request on (B)(6) 2017 for 20 units. Mother of user stated that the healthcare provider recommended she call and troubleshoot the pump with tandem customer technical support although she doesn't believe the low bg level was caused by the pump. There is no evidence of device malfunction.

Manufacturer narrative:
Date received by MFR: corrected from 04/11/2017 to 04/10/2017.